Event description:
It was reported that the PICC was cut at 54cm, placed internal measurement of 51cm and external measurement 17.5cm. Patient attended facility for treatment. It was stated that the rn tried to flush the line and a hissing sound was heard. 2nd attempt to flush and there was no hissing sound but a dot of blood was observed leaking. PICC was removed and a fracture /hole observed. The patient then admitted that thepicc and secureacath was digging into his arm therefore he repositioned the external line. Therefore it was bent to make it more comfortable under the tubigrip bandage. A new PICC was placed and securacath was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause of the damage appeared to be associated with use. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. Evidence of use was observed on the sample. A non-vad injection cap was attached to the solo connector. Residue that was consistent with a dressing was observed on the solo connector and the molded wing. A semi-circumferential crease was observed in the catheter tubing 0.5mm distal to the molded wing. A second semi-circumferential crease was observed in the catheter 6.5mm distal to the molded wing. A microscopic examination revealed that catheter was split open along a portion of the crease that was closest to the molded wing. The adjoining surfaces of the tubing were rough and granular. A functional test revealed fluid leaking from the split in the tubing. A tactual investigation revealed that the catheter had the tendency to kink at the location of the splits in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split observed in the returned catheter indicate that the tubing was placed in a location that was susceptible to bending. It was reported that the catheter was bent to make it comfortable while the securacath was being used. The kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of redr0595 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0595 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was cut at 54cm, placed internal measurement of 51cm and external measurement 17.5cm. Patient attended facility for treatment. It was stated that the rn tried to flush the line and a hissing sound was heard. 2nd attempt to flush and there was no hissing sound but a dot of blood was observed leaking. PICC was removed and a fracture /hole observed. The patient then admitted that the PICC and secureacath was digging into his arm therefore he repositioned the external line. Therefore it was bent to make it more comfortable under the tubigrip bandage. A new PICC was placed and securacath was used.